Manufacturer narrative:
(B)(4). Batch # n54h82. The analysis results found that one plee60a device was returned with the anvil bent upwards and with an gst60g cartridge loaded on the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality only dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, after second firing, clamp arm was deformed; therefore instrument does not fit through a trocar. Took new instrument, no further information is available. There were no adverse consequences for the patient reported.